Manufacturer narrative:
The reported event of elevated capture threshold was confirmed by analysis. Final analysis found that as received, a partial lead was returned in two pieces measuring 5.5cm and 61.0cm, respectively. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil located at 4.8cm to 5.0cm from the distal tip. The cause of the reported event was isolated to external abrasion consistent with friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.